Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.updates/corrections made to sections: b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation.